Event description:
The customer reported conflicting results with the idnow covid-19 assay for multiple patients on various dates. This MFR. Report addresses patient six (6) of seven (7). The customer reported a conflicting result with the idnow covid-19 assay on an unknown date on a nasopharyngeal sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02226 - 1221359-2022-02232.

Manufacturer narrative:
This supplemental report is being submitted to provide updated patient and event information. Lot m185934 expiration date 09nov2022; device manufacture date 12feb2022; UDI (B)(4) the investigation is still pending. A supplement report will be provided after completion.

Event description:
The customer reported conflicting results with the idnow covid-19 assay for multiple patients on various dates. This MFR. Report addresses patient six (6) of seven (7). The customer reported a conflicting result with the idnow covid-19 assay on 08apr2022 on a nasopharyngeal sample. Lot m185934 was used for the first test and generated a positive result. Lot m185870 was used for the second test and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185934 and m1857870 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m185934 and test base part number 190-430 / lot m185934.the lot met the required release specifications. The manufacturing records and quality control release testing were reviewed for kit part number 190-000j / lot m185870 and test base part number 190-430 / lot m185870. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185870 showed that the complaint rate is (B)(4) and a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185870 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is (B)(4) and a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.